Event description:
As reported by the user facility: reports needle stick occurred to nurse while cleaning up after IV insertion, gathered all garbage together including needle with safety clip activated, in gathering nurse was stuck and noted safety clip pushed off side of needle. Customer did retain this sample. Nurse did follow facility protocol post exposure and may require further follow up as source came back positive for (B)(6).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual device in the reported incident was returned for eval. The device was forwarded to the actual manufacturer for eval. Their eval has not yet been completed. A follow up report will be filed when additional pertinent info becomes available. Based on the facility report, it appears that the safety clip did deploy when the needle was withdrawn from the catheter. However, during clean up, a needle stick injury occurred. Based on the reported event, it is likely that the needle clip was somehow manipulated and exposed the needle tip during the clean-up activity, resulting in the needle stick injury. However, no definitive conclusions can be drawn at this time. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.